Event description:
Product analysis on the generator was completed and approved. An end-of-service warning message was verified in the (B)(6) lab and was found to be associated with the output being disabled by the pulse generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
The patient was seen for battery replacement and the patient has low impedance. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
The patient had full replacement for low impedance and to prophylactically replace to m1000. The generator and lead were received for analysis. Product analysis on the lead was completed and approved. Abraded openings in the outer and the inner silicone tubing were noted. A significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis on the generator is currently underway but has not been completed to date.